Event description:
Indicates healing abutment re-inserted into implant at a torque no more than 10 ncm and threads fractured. Unable to retrieve, implant is now un-restorable - cannot engage any threads. No issues with the implant except they are unable to use it. Attempted with many screw removal kits to retrieve the fractured fragment, all were unsuccessful. The implant remains implanted.

Manufacturer narrative:
Complaint investigator¿s visual inspection of returned healing abutment has confirmed the following: the device has fractured on the on the thread of the healing abutment. Evidence of yellow brittle residue remained inside of the residue of the hex. The hex has been damaged but does not appear stripped. The review of the DHR records did not provide any indication of a manufacturing deviation, non-conformances, or rework activity that would contribute to this event. A definitive cause for this event has not been determined, the additional force/wear applied to the abutment during re-insertion causing the abutment to fracture during placement.